Event description:
A report was received that the patient will undergo a pocket revision due to ipg site being uncomfortable. The physician will replace the ipg.

Event description:
A report was received that the patient will undergo a pocket revision due to ipg site being uncomfortable. The physician will replace the ipg.

Manufacturer narrative:
Additional information received that the patient will no longer undergo an ipg replacement. The patient is happy with placement of ipg and is getting good coverage.